Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ it was reported that the dentist had to remove dental implant installed in intraoral region 23# after 7 months. The dentist reported that he did not succeed to place the implant deep enough, which can contribute to the implant failure.